Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 devices were taken from the current production p/n 395-90 conchatherm neptune, dual thermistor, ad lot # 73k1700370. The samples were visually inspected, and during the test issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number provided is not a valid number. Customer complaint cannot be confirmed. It is necessary to have the product sample to perform a proper investigation and determine the root cause. The root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available this report will be undated with the evaluation results.

Event description:
Customer complaint alleges the alarms were going off as if the probe was disconnected and it was discovered the metal portion of temp probe broke off from plastic housing. Alleged issue discovered during use. No report of patient injury or consequence.